Event description:
Operator of device was preparing a pt to utilize co's isokinetic exercise machine in physicial therapy. When attempting to use the keyboard to program treatment, she sustained and injury from electrical shock, which caused a burn to the employees right forearm tissue.